Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up, this patient presented with a pocket infection. Therefore, the device and associated leads were explanted. No additional adverse patient effects were reported. The explanted products were discarded.